Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of three access holes in the right common femoral vein (rcfv). The pre-close technique was attempted on the first hole with two proglide devices via an 11f sheath hole prior to an interventional cardiac ablation procedure. Reportedly, with the first device, a cuff miss [suture retrieval issue] occurred. With the second device, the suture separated. No other abbott device was attempted in this hole. The cardiac ablation was completed. A new proglide device was attempted in the second access hole in the rcfv post close after a 7f sheath. After deployment, the suture came out with the device during device removal with the formed suture loop still in the suture bearing. The three access sites were closed using non-abbott devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.